Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was bent in the packaging prior to use. Allegedly the patient did not try and insert the catheter.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted three clean cath vinyl intermittent catheters present within the opened original packaging. All three catheters were bent. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿ visually inspect the product for any imperfections or surface deterioration prior to use. Contains or presence of phthalates: di(2-ethylhexyl)phthalate (dehp) is a plasticizer used in some polyvinyl chloride medical devices. Dehp has been shown to produce a range of adverse effects in experimental animals, notably liver toxicity and testicular atrophy. Although the toxic and carcinogenic effects of dehp have been well established in experimental animals, the ability of this compound to produce adverse effects in humans is controversial. There is no evidence that neonates, infants, pregnant and breast feeding women exposed to dehp experience any related adverse effects. However, a lack of evidence of causation between dehp-pvc and any disease or adverse effect does not mean that there are no risks"

Event description:
It was reported that the catheter was bent in the packaging prior to use. Allegedly the patient did not try and insert the catheter.